Manufacturer narrative:
This report is filed on november 29, 2018.

Event description:
Per the clinic, the patient developed cholesteatoma resulting in explant of the device (date not reported). Post re-implantation the patient presented with infection and was treated with oral and IV antibiotics for a duration of 5 weeks (date not reported). The infection reoccurred on two more occasions resulting in further antibiotics and skin debridement at implant site. Clinical management is ongoing.

Manufacturer narrative:
The reported adverse is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Implant loss with baha implants can occur at any time following implantation. Known reasons for implant loss include lack of adequate bone quality/quantity, trauma, infection, generalised diseases and surgical complication. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on february 09, 2018.